Event description:
Pt had been struck by lightning. Paramedic unit arrived on sight to find pt in asystole. Monitor displayed "ra failed" when lead wires were used. Quick look feature was functional and waveform could be viewed. It was raining heavily at the time of this event. The pacing function would not operate due to the "ra fail." The unit was tested by the in-house clinical engineering staff and the mfrs rep. The problem could not be duplicated.